Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. There was evidence of dried fluid within the recess of the bottom cover adjacent to the pump, but the cause of the dried fluid was unknown. The fluid tested negative for glucose. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. During a simulated therapy, the cycler alarmed with an m65 scale reading error. Concurrent with the scale reading error, a load cell verification was performed and failed. Upon troubleshooting the reported issues, it was identified that the load cell was at an angle on the heater tray mounting base. The angle on the load cell was adjusted and the load cell verification test passed with results within tolerance. Following troubleshooting, a simulated therapy was successfully completed on the device. Additionally, system air leak and valve actuation tests were performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed related to reported event and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event during drain zero of four of peritoneal dialysis therapy. Upon contacting a technical support representative, it was noted that the patient had experienced a dc drain complication during their previous therapy which resulted in negative ultrafiltration at the completion of that therapy. A review of the patient¿s treatment showed that the patient drained 4210ml during drain zero which is 187% the patient¿s prescribed fill volume of 2250ml. There was no report of patient injury or medical intervention resulting from the iipv event. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with therapy until their replacement cycler arrived. The patient has since received their new cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but is unavailable.